Event description:
Information was received from a manufacturer¿s representative (rep) regarding a recharger for an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy prior to use. Rep said they were in the or and calledto report wr (wireless recharger) issue. Rep said the light was amber, then the 3 power lights started flashing and amber light was off. Rep placed wr into dock and nothing changed. Tech support (ts) had rep hold power button down for 30 sec and lights turned offthen continued to flash again. Rep tried to reset wr when it was on the dock and off the dock. Ts had rep try and connect app to see if we could see an error code, but it would not connect to app. Ts unable to get wr serial number because rep had to end call to get back into the or. Rep said they will use a different wr. This was an out of box failure. No symptoms were reported. (B)(6) 2020 (B)(4) (rep): no new information for event description. (B)(6) 2020 (B)(4) (rep): no new information. (B)(6) 2021 (B)(4), (B)(4) (rep): no new information. (B)(6) 2021 (B)(4) (rep) no new information for event description.

Manufacturer narrative:
H3 analysis of the returned recharger revealed the complaint was confirmed, the wr9220 does not respond to commands. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. ". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.